Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 2 was deployed. The patient was re-admitted to the hospital on february 21, 2000 with a right groin abscess. The gram stain report noted a rare gram positive cocci, with no white blood cells seen. The body fluid culture revealed moderate growth of staphylococcus. An incision and drainage and repair of the right femorary artery was performed. No further complications were reported.